Event description:
Philips received a complaint by the customer on the v60 indicating that device will not turn on. It was reported there was no patient involvement at the time the issue was discovered. A philips remote service engineer (rse) reported the initial issue was the unit would not turn on. The customer biomed determined the issue was due to a failed power supply. The power supply was replaced, and the unit powered on as expected. However, the fan cycled after the replacement, when the unit was powered off. The rse advised the customer that this is a normal occurrence while a very low battery is charging. The rse advised the customer to allow that battery to charge until the battery led stays on without flashing, then perform the battery test and other required testing for power supply replacement per the service manual.